Event description:
A malfunction alarm identified as malf 1 was reported, occurring without any prior notable events. There was no adverse impact to the customer's blood glucose level. Technical support guided the customer through a pump reset process and decided to replace the pump, the customer did not have an alternate method of insulin therapy available. Reportedly, the customer would reach out to their hcp to obtain a backup method of insulin therapy.